Event description:
After successful inlfation and deflation of the crosssail in a graft, and upon removal, the shaft of the catheter separated. Half of the shaft was removed and the other half was snared up to the introducer sheath; however, it could not been removed. The pt was returned to their room with the introducer sheath and the distal portion of the shaft still inside the body. Later on, a nurse removed the introducer sheath, with the distal shaft in it. No pt effects have been reported.